Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the co2 would power on, but it would not give a reading. There was no patient involvement.

Event description:
It was reported to philips that the co2 would power on, but it would not give a reading. There was no patient involvement.

Event description:
It was reported to philips that the co2 would power on, but it would not give a reading. The customer requested to return the device to the repair bench for evaluation. The device was received by the bench repair service on 01-april-2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty etco2 module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module. The etco2 module was replaced to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.

Manufacturer narrative:
Appropriate component code not available. Measurement issue.